Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via friend/family member (pt rep) who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient got covid and ended up in the hospital starting on sept 28th (unrelated to device/therapy). Pt rep called in without the patient on the line. The caller stated that during the hospital stay, the patient's device went down below charge and they were able to get it charged up, but every time it came out of charge the patient felt like they were being electrocuted. Pt rep also stated the pt has felt electrocution in the past but agent was unable to get event date. The patient was hollering and complaining so the caller physically turned the device off. Agent asked the caller if there were any traumas or falls - pt rep confirmed yes there was a fall. Agent reviewed how falls could affect the function of the implant. The caller stated they didn't know the name of the rep they spoke to 3 months ago, but they thought it may have been the same one that they met at the doctor's office 4 years ago when they were going through the set up process. Caller stated the patient is now in a rehab facility (unrelated to the device/therapy) and they don't know if there's a problem with the device or if it's just the patient having sensitivity to the intensity. The caller stated they know the patient has had a guy out to check out and help with settings. Caller mentioned that they were hoping to have a representative meet the patient at the rehab facility to check the settings. Agent stated the patient could meet with a representative in a medical setting. Agent reviewed role of representative and provided the caller with the nas number for the healthcare provider office to contact a rep if needed. Agent walked pt rep through turning down intensity on the controller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.